Manufacturer narrative:
The event occurred in the pediatric intensive care unit (picu), therefore it is presumed that the patient was pediatric.

Event description:
It was reported from the (B)(6) that the device experienced error code 13-1033-149. There were no reported adverse effects caused to the pediatric patient from the event.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device gave a channel error 13-1033-149. No consequences to the patient were reported.